Event description:
A us distributor contacted zoll to report that the patient developed a open wound from the ucor hfams patch. The patient described the area as broken skin. There were no allegations of any bleeding, oozing or weeping wounds.there was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The outcome of the skin irritation is unknown.